Event description:
The surgeon took an x-ray and it was found that the screws were broken just below the neck of the screw. The surgeon reported that the screws were implanted in the l5 segment of an l5-s1 fusion. The date of the implantation is unknown. The surgeon revised the screws.